Event description:
Suture broke when the inserter was pulled out after t1 was deployed. There was almost no resistance. T1 remains in the joint.

Manufacturer narrative:
Device will not be returned for evaluation.